Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest device was returned for evaluation. During visual evaluation, a complete circumferential tear was noted from the distal end of the strain relief. Also, the balloon was loaded to a sheath. Due to the condition of the device, no functional testing was performed. Therefore, the investigation remains inconclusive for the reported sheath insertion difficulty and difficult to open packaging material as no functional testing could be performed due to the condition of the device returned. However, the investigation is confirmed for the reported sheath removal difficulty as the returned device was loaded into the sheath. Also, the investigation is confirmed for the identified detachment as the device had complete circumferential break and returned in two segments. A definitive root cause for the reported difficulty in opening packaging material, sheath removal difficulty, sheath insertion difficulty and identified detachment of device could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon protector was allegedly very difficult to remove. It was further reported that the balloon had difficulty when inserting into the sheath. Reportedly, the balloon was allegedly unable to be removed from the sheath. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly unable to be removed from the sheath. It was further reported that the balloon protector was allegedly very difficult to remove. Reportedly, the balloon allegedly had difficulty when inserting the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.